Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the pump was no longer in use because "it wasn't doing what it needed to do with the medication that was in there". The hcp did not have any more details regarding this allegation. No symptom was reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the patient was last seen in (B)(6) 2017 for a refill of the pump. They were instructed to call back for another appointment in 6 months, but they never did. The hcp checked her information and saw that different hcp was planning on removing the pump per the family¿s wishes. She suggested following up with different hcp. Different hcp reported that it was true that the pump was planned to be explanted. The hcp did not believe there was any malfunction of the pump. The hcp inherited the management of the pump, another hcp implanted it. The pump was implanted for irritability per mother¿s request, but the patient's spasticity did not require pump, he was adequately controlled on oral medication. The pump was titrated down and filled with saline and the patient was managed on oral medication and the patient's mother was just as satisfied with that treatment. The pump was being explanted for that reason and not due to any other issues. No further complications were reported.